Event description:
Complainant alleged that during inspection the device displayed "defib fault 108" and "defib not charged" when discharging 200 joules using paddles. Also when customer discharged 200 joules into an analyzer the energy output was measured to be below the allowable value. Complainant indicated that there was no pt involvement in the reported malfunction.